Manufacturer narrative:
The event occurred at university of (B)(6). Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 1 month. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient came to the clinic for a routine visit on (B)(6) 2017, and system controller interrogation revealed pump stoppage events. The patient was asymptomatic, and had reported not hearing any audible alarms. Additional pump stoppages occurred, and the patient underwent a device replacement for suspected driveline compromise on (B)(6)2017. No additional information was provided.

Manufacturer narrative:
The report of a suspected percutaneous lead (driveline) issue was confirmed during the evaluation of returned pump. The pump was returned with the percutaneous lead cut approximately 2.25 inches from the pump housing and two severed sections were returned. Examination of the percutaneous lead noted breakdown of the braided shield adjacent to the severed end. Visual inspection of the wires found breaches in the red and brown wires, approximately 2 inches from the pump housing. The remaining wires showed evidence of abrasion against the braided shield but the inner conductors were not exposed. If any of the exposed conductors contacted the braided shield while the system was operating on a tethered power source, the resulting short could have contributed to the low speed and pump stoppage events captured on the system controller log files. If the exposed conductors made direct or simultaneous contact with the braided shield, the resulting phase-to-phase short could have contributed to the low speed and pump stoppage events while operating on any power source. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive flexing. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.